Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: perfusionist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported high pressure involving the capiox oxygenator. The perfusionist primed the oxygenator and connected it to their inline gas sensors. When the connection was taken off there was a loud bang and the perfusionist felt quite a bit of pressure. They changed the gas tubing and changed the oxygen; however, another bang was heard, and pressure was felt. They then changed out the oxygenator and started the whole process again. On the second attempt with a new oxygenator, they had no issues. As a result, the start of the procedure was delayed. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual sample found no anaomly such as breakage. Air was swept into the gas channel of actual sample: the pressure when air was swept at each gas flow rate was measured with a manometer. As a result, no differences were found compared to the current product, and no obstruction was found in the gas channel. After sweeping at a maximum gas flow rate of 5 l/min, the gas line was disconnected. As a result, no differences were found compared to the current product, and it was not possible to confirm "a loud bang" described in the reported issue. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly that could lead to an obstruction in the gas channel was found in the actual sample. Since the event described in the reported issue could not be confirmed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not obstruct gas outlet port." "The gas flow rate should not exceed 5 l/min. Excessive gas flow rate will bring about pressure increase in the gas phase."